Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed the vasoview hemopro jaws were not functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. (B)(4). A lot history record review was completed for lots 25127792, 25127807 and 25127842 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed the vasoview hemopro jaws were not functioning. A replacement device was used to complete the procedure. The hospital did not report any patient effects.